Event description:
Mesh implanted 2005. Open wound developed infection. Mesh explanted about 4 months later and fistual discovered. Current condition of pt is good according to dr. Dr was prompted to report after receiving notice of recall.